Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdorminal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 108 mm. Vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease and heart disease. It was reported that the right common iliac artery was dissected by the guidewires utilized. The dissection was repaired by balloon angioplasty, and the primary access site was moved to the left side. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.